Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vein occlusion (vascular occlusion) was deemed to meet the serious criteria of required treatment to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2022-00026 fu2 and 3013840437-2022-00027 fu2 referring to the same patient. This consumer report was received from a us consumer and concerns a patient. The patient was injected with belotero (not further specified), into the dent of the nose (off label use of device), in spring 2016 (as reported). As reported, the injecting physician, made other mistakes with fillers on the patient. In spring 2016, after the treatment with belotero, the patient experienced that the skin became bright red, as well as black and blue, with bleeding. It was awful. As reported, apparently the physician did the injecting wrongly, hit a larger vein and caused a rupture. The patients nose took a couple years to settle down from the swelling of the huge wound. A scab formed over the wound, and an infection was under it. The injecting physician never gave or instructed the patient to take antibiotics or use topical antibiotics. As reported, the physician said makeup was not going to hurt the wound. When the scab fell off, the patient was left with a much deeper dent then the one the physician was trying to lift with belotero. The dent changed the shape of the patients nose and after visiting 10 too dermatologists (as reported), nothing was done for it. Lasers, microneedling, nothing worked. The dent was too deep. At the time of this report, the patient needed larger plastic surgery, but few doctors were willing to touch the area of skin that was traumatized. Due to the provided information the outcome of the event huge wound was considered as resolved with sequelae. The outcome of the events infection and rupture (vein) was unknown. Follow up information was received on 07-jun-2022: the patient was injected with belotero, into a small dent on the bridge of the nose, on (B)(6) 2016. The physician did 3 similar 0.25 mg injection spots (as reported). On (B)(6) 2016, during the belotero injection, the patient experienced very severe pain each time the physician injected. It immediately began bleeding and the patients nose turned dark purple. The physician insisted that it was nothing to worry about, and that the patient just had to keep it clean, fly back home and let it heal. The physician said that putting make up on it was fine and gave the patient no topical antibiotics. At home, the patients skin continued to deteriorate and formed a deep large blackish scab which fell off and left a deep crevice where it was. The injecting physician refused to take responsibility for any of it. The physician said that the patient had a cold and was tired, so there was a bad outcome (as reported). The physician said it was nothing serious and then never answered. The patient was left with a very large crater scar on the nose. Lasers and other procedures did not correct it. As reported, fillers were an iffy procedure still leaving the rough edges showing (as reported). Due to the provided information, the outcome of the event rupture (vein) was considered as resolved with sequelae (changed from unknown to resolved with sequelae). The outcome of the event infection remained unchanged. Follow-up information was received on 30-mar-2023: the event vein occlusion was added. According to the patient, belotero was injected in an inappropriate way into dent on nose, in spring 2015. In spring 2015, after the belotero injection, the patient experienced a vein occlusion (initially reported as inclusion), infection and scabbing. She also experienced swelling. As reported, it took years to resolve, and it caused a huge hole/ deep dent from the skin damage. Due to the provided information, the outcome of the event vein occlusion was considered as resolved with sequelae. Due to the provided information, the outcome of the event infection was changed from unknown to resolved with sequelae.